Event description:
A valiant captivia stent graft system was implanted in a patient for the emergent endovascular treatment of transection of the trans verse/descending thoracic aorta. Vessel morphology was reported as the diameter of aorta proximal thoracic aorta was 19 mm. The patient presented post mva, however, the physicians postponed the case in order to treat the patient¿s additional injuries. The patient was treated the following day. Vessel access was achieved by cut down of the right groin and percutaneous access on the left. Another manufacturer¿s guidewires were advanced from both sides. A long glide catheter was advanced over the wire on the right to the ascending aorta. Another manufacturer¿s guidewire was then removed and replaced with another manufacturer¿s stiffer guidewire. A pigtail catheter was advanced over the wire from the left, the wire was removed and the catheter was connected to the power injector. A valiant 22x22x100 proximal main was opened and advanced over the stiff guide wire to the descending aorta. An angiogram of the arch was done, the great vessels were marked and the valiant was advanced to the planned deployment location. The valiant was deployed without incident. The delivery system was backed down into the graft, the captivia mechanism was closed and the cover sheath was brought back to the nose cone. The delivery device was then backed down into the abdomen. The physician then advanced another manufacturer¿s guidewire through the pigtail to straighten the pigtail for removal from its location behind the deployed valiant. During this maneuver, the other manufacturer¿s guidewire redirected down into the valiant, traveling antegrade. The pigtail catheter was still behind the valiant, the other manufacturer¿s guidewire was completely thru the pigtail (which appeared to be straightened) and the proximal end of the guidewire was inside the stent graft. This left the pigtail "straddling" the valiant at the base of the bare stent and proximal edge of the graft fabric. This was immediately noticed and maneuvers were then attempted to re-advance the pigtail, pull the guidewire back and redirect it proximally into the transverse and ascending aorta. The physician was unable to redirect the wire. Attempts were then made to remove the pigtail with the wire in its current location inside the graft. These attempts were unsuccessful. Attempts were made to remove the wire itself. These attempts were unsuccessful. Attempts were made to remove both the catheter and wire simultaneously. These attempts were unsuccessful. The catheter and wire appeared to be struck for unknown reasons. The physician x-rayed the abdomen to see if the wire was impinged/caught on the delivery system. The physician determined that the wire was not wrapped around the delivery system. The valiant delivery system was removed and another manufacturer¿s sheath was inserted into the right femoral artery. A reliant balloon was then opened and advanced from the right to the proximal portion of the deployed graft. The balloon was inflated to hold the graft in place while attempts were again made to remove the catheter, wire or both together. These attempts were unsuccessful. The physician was able to pull aggressively, however, only to a certain point before the graft on the lesser curve of the aorta would begin to buckle and discontinued pulling out of concern of collapsing the graft. The physician made attempts to use the proximal nose of the balloon to "dislodged" the pigtail catheter from its "straddled" location on the graft. This was unsuccessful. Inquires where made to as the availability of ancillary equipment that could have been useful (ie large loop snare, 6-8fr destination guide, 6-8 fr coronary guide catheter) in removing the pigtail and wire. None of these products were available in the hospital. The physician at the second hospital was able to advance a 6fr shuttle sheath (likely 90cm) over the pigtail/and guidewire and after some manipulation, the physician was able to remove the catheter and wire. A final angiogram, noted that the stent graft appeared to be undamaged and still in a good location to resolve the transected aortic injury. No additional clinical sequelae were reported. The review of several returned angiogram images confirmed that a guidewire was looped (inverted) within the implanted valiant. After removal of the pigtail no stent graft issues could be seen. The cause could not be determined from these images.

Manufacturer narrative:
(B)(4).